Manufacturer narrative:
This supplemental report is being submitted to provide additional information to b5 and the legal manufacturer's final investigation results. Based on the results of the investigation, the internal fan stopping was likely caused by failure of the fan, fan motor stopped functioning and the internal fan stopped; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source's internal fan stopped working. The issue occurred during a unspecified therapeutic procedure. The device was replaced during the procedure and the procedure was completed. There were no reports of patient harm or injury.

Event description:
It was reported, the light source's internal fan stopped working. The issue occurred during a unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.